Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Approximate age of device (age of device: 3 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The account communicated that there was difficulties integrating the patient lvad implant with a aicd implant. The account reached out to clinical specialist to help find ways to integrate the two devices together. It was noted that the interference is due to low frequency emissions from the levitation control, so speed reduction would not have an effect. The frequency happens to be within the communication frequency of the biotronic devices. The communicated that the only thing that really helped was attempting to put as much distance between the two devices as possible. On (B)(6) 2018, the account relayed that the patient's heartmate 3 implant was still not able to be integrated with the ICD and remain off. It was reported that the patient is stable and had no issues this is for a routine interrogation follow up. There was an attempt to place lead apron shielding around the bottom of the heart/pump area. Additional information was requested but not provided.

Event description:
The account reported the patients tachy therapies were not adjusted. The lvad was unable to be integrated with the patient's lvad. The patient is currently discharged and at home.

Manufacturer narrative:
Additional information manufacture's investigation conclusion: the cause of the reported event could not be determined through this evaluation. The center has had difficulty with the interrogation of the patient¿s aicd since implant on (B)(6) 2018. The ICD has remained off since then and the patient has been stable with no issues. The patient is at home and remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instruction for use explains that the heart mate 3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.